Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Certified diabetes educator reported via phone call customer hospitalization due to low blood glucose levels. Customer's blood glucose level was 47 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised they had changed their set out 2 to 3 days prior to the hospitalization. Customer also had battery out limit alarm. Troubleshooting could not be completed since the diabetes educator stated they will call back and abruptly hung up the phone.